Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"(B)(6) 2017: initial operation for rotator cuff tear / (B)(6) 2017: shoulder dislocation. Treated manually. / (B)(6) 2017: shoulder dislocation / (B)(6) 2017: revision for shoulder dislocation. Glenoid sphere was switched to a larger size and insert and tray were replaced. The surgeon is not sure if the devices have caused the shoulder dislocation."